Event description:
Patient with history of prostate cancer with radical prostatectomy and placement of artificial genitourinary sphincter (aus) years ago. Patient had a recent scrotal infection and scrotal swelling. In follow-up after the infection cleared, an office cystoscopy found an eroded cuff on the aus.